Event description:
On (B)(6) 2022, infutronix received a complaint from an end user that an administration set had "tubing came apart." It was reported that this occurred 2-3 times over the past few months. Device operator was a nurse. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4) medical co. Ltd.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.